Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation, patient sensor calibration check and mushroom head check passed. There are no visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called while in drain 2 with drain complications. The patient stated he had received an air detected in cassette alarm. The treatment was cancelled, and once patient had removed the tubing set from the cycler he saw a fluid leak. The patient stated it was on the tubing set and inside the cycler where we insert the tubing set. The cycler was replaced. Additional information has been requested.